Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 10/10/2019. Device evaluation: a visual inspection was performed to the iol zcb00 and the following were the observations: only a piece of the iol was received. The unit was handling (implanted/explanted). Due the condition of the sample returned a product deficiency could not be determined. There was no issue with the lens reported. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation requests for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: the product returned was received with original packaging (folding carton), a piece of the lens and lens case. A visual inspection was performed, and the following were the observations: only a piece of the iol was received. The unit was handled (implanted/explanted). Due the condition of the sample returned a product deficiency could not be determined. There was no issue with the lens reported. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released per specification. A search of complaints revealed that no additional investigation requests for this production order number have been received. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's operative eye, but capsule bag was loose and would not be able to support the lens. The iol was cut out, removed during the same procedure, and the surgery was completed successfully with an anterior chamber lens. The incision was enlarged and sutures were required. The patient is doing great post-operatively. Post-operatively.